Manufacturer narrative:
Pump received with button error alarm and intermittent down arrow button response due to corroded keypad traces. Pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.

Event description:
It was reported via phone call that the customer received a button error alarm when attempting to bolus. The customer's blood glucose was unknown. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.